Manufacturer narrative:
(B)(4)-initial emdr submission. Customer states will provide unused companion samples to be investigated. Ups label provided to customer for sample return. If any additional information becomes available a follow up emdr submission will be completed.

Event description:
Customer reported "believes that the circuits are having leaks. Machine continued to show a leak. Tried to troubleshoot the leak and could not tell where the leak was coming from. He said he couldn't pinpoint exactly why there was a leak. Today I also spoke to personnel in the cath lab; he informed me that there was no patient harm. He also told me that the et tube was switched out. Staff informed me that they only kept one anesthesia circuit which was sent to risk management. Risk management for hospital states the following info "we can go ahead and send the unused samples back to carefusion. The defective equipment will remain sequestered in the risk management office and will be available for inspection under rm supervision. The leak was found after the circuit was in use. When the leak occurred, the patient experienced hypoxia (90-98%) for a brief period. Manual ventilation provided during trouble shooting period. Supplemental oxygen. Exchange ett tube. Patient is at prior baseline status. No adverse outcome."

Manufacturer narrative:
(B)(4)- an onsite visit was made on (B)(6) 2016 with customer advocacy, product engineering, and a sales manager. The onsite sample evaluation for the actual device that was reported in the complaint was evaluated. We were unable to confirm the leak that was reported in the initial complaint on the used sample. The actual device that was used on the patient remains at the hospital facility in the possession of risk management. Per the hospitals policy they could not turn over the sample to carefusion for further analysis. Additional representative samples were received for evaluation; these samples were sent to our manufacturing facility along with our field analysis lab. During visual and functional inspections the circuits did not present with any anomalies. The filters for each of the circuits were submitted to perform leak test and all passed. A second test was performed to the entire circuit with the filters assembled, and no issues were found. Additional samples were tested and evaluated in the field analysis lab to perform the functional test; the leak condition reported was not confirmed. The issue reported cannot be confirmed, all samples evaluated where within requirements for iso specifications. In addition to functionally testing the samples, the device history record was reviewed for the lot number reported, and no issues were found. The product was manufactured inspected and released in accordance with our internal procedures. Two years of complaint data was reviewed and no trend was observed related to this issue. Since the issue reported cannot be confirmed, the sample does not present with any anomalies it is not possible to determine the root cause of the issue reported. At this time no corrective action will be implemented since the failure reported was not confirmed during sample evaluation. However we will continue to track and monitor this issue. (B)(4).